Manufacturer narrative:
(B)(4) 2013. Analysis from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
On (B)(6) 2013, analysis from the manufacturer is pending. On (B)(6) 2013, analysis confirmed normal device behavior. The final analysis from the manufacturer is pending. On (B)(6) 2014, since the device remains implanted, patient files from the event were reviewed result code 100 (other): please refer to the attached analysis, (B)(4) for more information. Conclusion: (B)(4). Device remains implanted.

Event description:
During a mitral valve replacement procedure on (B)(6) 2013 the patient's heart rate fell to 60bpm. Reportedly the device had been programmed to dddr mode with a basic rate of 80 ppm prior to the procedure. The caller reports that during the procedure, using an external monitor the or staff observed a change in device operation from dddr 80 to single chamber pacing at exactly 60 ppm (vvi 60) however, they are unable to provide us with any documentation of the observed rhythm. At this point, the or staff paged the caller into the or to perform device interrogation and, upon arrival in the or, the caller also claims to have observed the reported vvi 60 operation on the external monitor. The caller reports that she proceeded to interrogate the device and that during device interrogation, dddr 80 device operation automatically resumed.

Event description:
During a mitral valve replacement procedure on (B)(6) 2013 the patient's heart rate fell to 60 bpm. Reportedly the device had been programmed to dddr mode with a basic rate of 80 ppm prior to the procedure. The caller reports that during the procedure, using an external monitor the or staff observed a change in device operation from dddr 80 to single chamber pacing at exactly 60 ppm (vvi 60) however, they are unable to provide us with any documentation of the observed rhythm. At this point, the or staff paged the caller into the or to perform device interrogation and, upon arrival in the or, the caller also claims to have observed the reported vvi 60 operation on the external monitor. The caller reports that she proceeded to interrogate the device and that during device interrogation, dddr 80 device operation automatically resumed. When asked, the caller stated she had received no messages during the device interrogation(s) other than atp off, shock off. Note: the caller reports that during the interrogation where dddr 80 operation reportedly automatically resumed, the power cord was removed from the programmer mid-interrogation. The caller also reports additional interrogation attempts were interrupted by programmer power loss due to partial power cord insertion but, the caller can¿t recall exactly how many times this occurred.

Manufacturer narrative:
(B)(6) 2013 - analysis from the manufacturer is pending. (B)(6) 2013- analysis confirmed normal device behavior. The final analysis from the manufacturer is pending. Device remains implanted.

Event description:
During a mitral valve replacement procedure on (B)(6) 2013 the patient's heart rate fell to 60bpm. Reportedly the device had been programmed to dddr mode with a basic rate of 80 ppm prior to the procedure. The caller reports that during the procedure, using an external monitor the or staff observed a change in device operation from dddr 80 to single chamber pacing at exactly 60 ppm (vvi 60) however, they are unable to provide us with any documentation of the observed rhythm. At this point, the or staff paged the caller into the or to perform device interrogation and, upon arrival in the or, the caller also claims to have observed the reported vvi 60 operation on the external monitor. The caller reports that she proceeded to interrogate the device and that during device interrogation, dddr 80 device operation automatically resumed.